Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of type ia endoleak. This complaint is most likely user-related due to the off-label neck. Procedure-related harms included a type ii endoleak from the right renal accessory artery. The final patient condition could not be determined; the patient condition post planned open repair was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received confirming that the physician is unresponsive regarding possible treatment for the reported endoleak. Clinical assessment confirmed a type ii endoleak was also present at the time of the reported event.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent; the case was considered off-label due to the patients neck anatomy. Approximately one (1) year post initial procedure, a type ia endoleak was detected. The physician plans to perform an open repair and will continue to monitor the patient. There have been no additional patient sequelae reported.